Manufacturer narrative:
A DHR review could not be conducted as the part number and lot number remain unknown at this time. This report will be updated should additional information become available at a later date.

Event description:
It was reported to rti surgical on (B)(6) 2019 that a streamine mis screw had broken, post-operatively, approximately three months after the index surgery. A 5'5", (B)(6) lb female patient had a pedicle screw implanted at s1 in (B)(6) 2018. In (B)(6) 2019, it was confirmed that the screw had broke post-operatively. The surgeon who performed the revision surgery left the broken stem implanted but removed the upper portion. The patient requested to keep the explanted portion. The broken device will not be returned to rti surgical for evaluation. This investigation will be updated should the device be returned or should additional become available at a later date.